Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-66367.

Event description:
The customer reported via phone call that her insulin pump did not give her insulin for hours. Customer stated that it did not give her a no delivery alarm until she bolused. Customer woke up with a blood glucose level of 407 mg/dl. Customer stated that while in basal, the pump did not alert any issues until he bolused for the high blood glucose. Customer reported that the event was resolved by changing the complete infusion set. Customer declined to troubleshoot for high blood glucose. Customer's blood glucose came down to 245 mg/dl in 6 hours.